Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the programming showing red/not connected (impedance issue) was not determined. The patient weighed 190 pounds at the time of the event. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the patient was seeing 'settings not available'. Technical services reviewed the meaning of the screen. The rep stated that the patient has access to change parameters and the patient's device rate is set at 280hz but the patient cannot go above 175hz on the current stimulation settings. Technical services reviewed that the best course of action is to meet with the patient and determine which parameter they need to focus on and program the patient accordingly and within the oor bounds. No symptoms were reported. Additional information was reported that the issue was resolved the day the rep met with the patient. The settings not available was due to an electrode that was being used in the patient's programming that was showing "not connected or red". The rep avoided using that electrode in programming and the issue was resolved.